Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for potential peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis manifested as abdominal pain and the patient was treated with cephazolin (dose, frequency, and route not reported) during their hospitalization. The cause of the peritonitis was unknown. The patient was discharged from the hospital eight days after the onset. The patient was treated with cephazolin (2gm, intraperitoneally, frequency not reported) after they were discharged for an unknown period of time. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13d25038 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).